Manufacturer narrative:
Evaluation results: related to operational context-event most likely procedural related. Deformation problem. Evaluation conclusion: operational context caused or contributed to the event - event most likely procedural related. (B)(4).

Event description:
The physician was using a reef hp pta balloon catheter to treat a lesion in an arteriovenous fistula (avf) in the cephalic vein. The lesion exhibited 50% stenosis, was not tortuous, without calcification. The lesion was pre-dilated once. The reef balloon was be en used with a 5fr terumo and a terumo guide wire. No abnormalities noted during preparation and inspection of the reef device prior to use. No difficulty noted when loading the device onto guidewire. The physician delivered the reef balloon to the lesion site without any resistance. The device was inflated for a few seconds to rbp at 22 atm (first inflation). At this instant, the physician realized from the angiogram that the balloon shape changed as if the balloon had burst and deflated. The procedure was stopped immediately and an attempt was made to retrieve the balloon. After several attempts the physician did not manage to remove the balloon and it seemed stuck at the tip of the 5 fr sheath. Open surgery was required to remove both the balloon and the sheath from the patient¿s arm. No patient complication, patient is well post procedure. Evaluation summary: the device was returned in poor condition. The tip of the balloon was stuck in the introducer sheath (is) tip which was highly deformed. In order to remove the balloon from the is, the shaft was cut into 2 sections. The first section includes the hub, the strain relief and the shaft. The inflation lumen shows a couple of kinking points along its length. The second section is composed of the balloon with the marker tube, the marker bands and the device tip. A radial burst was observed in the middle balloon portion. The guide wire tube was highly stretched. A 0.035" guide wire was advanced through the guide wire lumen. The guide wire could not be advanced through the proximal section up to the balloon proximal welding due to the stretching of the tube.